Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: device photograph(s) for the device related to the reported event of deflation and crease folding of implant was reviewed on 10-june-2020). Visual analysis of the photographs identified device with fluid inside is observed. Device patch with lot number: 1027191 and catalog number: 68mp-330. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional also reported "any creases". Device has been explanted.